Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03376 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the first snare was positioned within the patient's colon but would not extend from the sheath. The device was removed from the patient and extended successfully during subsequent testing; therefore, the device was advanced down the scope a second time. However, it once again failed to extend into the colon. The same sequence of events was reported to have occurred with the second snare, and the procedure was completed with a third rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Flare detached. Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint that the device would not extend was confirmed; the detached flare prevented device actuation. A probable root cause of the defects identified could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.